Manufacturer narrative:
In the coolsculpting user manual, under warnings, it states, ¿the applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications.¿ allergan has requested additional information from the treatment office, including the system logs for analysis.

Event description:
Allergan received a report from a treatment provider indicating that a patient who had buttock implants, was treated to the outer thighs on (B)(6) 2019, and subsequently presented with double buttock implant rupture. Allergan determined the event was unlikely related to coolsculpting, as the applicator placement for an outer thigh treatment is not adjacent to the buttocks. Several attempts were made to confirm the treatment area. On 01/21/2020, allergan received additional information from the treatment provider. The patient was not treated to the outer thighs as initially reported. The patient was treated bilaterally to the area inferior and lateral to the gluteus, using the cooladvantage applicator and coolcurve contour. The provider reported that due to the specific distribution of fat, a more anterior placement was selected rather than the traditional protocol for treating the area. The provider was aware that the patient had buttock implants, and the applicators were place adjacent to, but not directly over the implants. The provider recalled the implants were relatively new, and the post treatment massage was performed with z-wave by zimmer, rather than the traditional manual massage. The provider reported that the area appeared normal after treatment. One week following treatment, on (B)(6) 2019, the patient called the treatment provider to inform them the buttock implants had ruptured, and the patient suspected it was a result of the coolsculpting treatment. The patient was assessed by the office that same day. The provider reported that they have performed similar treatments on patients with both buttock and breast implants and has never experienced a reaction like this.